Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01209. It was reported the patient was unable to increase her scs system's stimulation amplitude. A company representative met with the patient and found multiple lead contacts with all high impedance. Surgical may be taken to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01209. Additional information received identified surgical intervention was taken and the patient's leads were removed.